Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. With a test battery installed, proper device operation was observed through functional and performance testing. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer returned their device to physio-control for maintenance. During device evaluation, physio observed that the device would continuously reboot, when the device's power on/off button was pressed, and was not able to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined replacement of the battery, and requested to have their device and battery returned to them. Further evaluation could not be performed, and further root cause could not be determined. The cause of the reported issue was due to a failure of the battery.